Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow up, high, out-of-range pacing impedance and loss of sensing were noted on the right atrial (ra) channel. Technical support was contacted and the high, out-of-range, pacing impedance was confirmed but not the loss of sensing. It was suspected that the cause of the event could be due to the disconnection of the connector pin of the ra lead from the header of the device; however, no diagnostic imaging was conducted to confirm the supposition. The event was resolved by reprogramming the device to deactivate the ra lead. The patient experienced no consequences.